Event description:
Reprocessing solution detected in distribution loop of dialysis water system. Event occurred during servicing the system. It was caused by a malfunction of an outlet valve. Testing for reprocessing solution at point of use was positive for 3 parts per million. Pts were immediately placed on bypass. All points of use tested showed 3 parts per million pts shows no adverse effect. Add'l pt age 60, 57, 41, 2 females, 3 males.